Manufacturer narrative:
Patient codes updated to exclude codes for urinary tract infection and the related interventions as these were deemed pre-existing based upon the additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they were implanted for bladder and bowel. Patient reported that sometimes the therapy did not work. They reported they constantly got utis. They always had uti, even before implanted. They reported that since implanted it had gotten a little better, but they still got utis. They got another uti the day of the report. They had not been to see any healthcare provider since implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were implanted on (B)(6) and since implant she had no therapeutic effect. The patient still had accidents with the urine. It was noted that every time she got up the urine just poured out. The patient noted she was at 1.4 v when she left the hospital. The patient increased to 1.9 v. The patient stated she did not know what she was doing with the patient programmer. The patient¿s spouse got on the line and clarified how the patient programmer worked. The patient reported they were able to connect and increase, but on the morning of the call the patient programmer was showing poor communication screen. The patient had already taken off the bandages. The caller tried repositioning the antenna on the call a few times and was not able to connect. The caller tried without the antenna and was finally able to connect. The patient was on program 1 at 1.9 v. The patient increased stimulation on the call. The patient confirmed they felt stimulation. The patient is implanted for gastrointestinal/pelvic floor. Additional information was received from the patient¿s husband stating that the patient had had 2 urinary tract infections (utis) and that the first uti was discovered on the day of implant and the second was so bad that the patient went to the hospital for it. The patient had intravenous antibiotics and had been since released from the hospital, the patient continued antibiotics for a week after that. The caller stated that to their knowledge the uti was resolved. The caller stated they didn¿t think the implant was functioning as it should because it hadn¿t helped with the patient¿s urinary incontinence since implant including the time when the patient did not have a uti. The patient got the device for bowel and urinary incontinence, and the device had helped with bowel incontinence 100% but not urinary, and as soon as their feet hit the ground their urine flowed out. The caller stated the patient didn¿t feel stimulation at 2.4v on program 1 and it wasn¿t helping their symptoms and if they elevated stimulation any higher it was not comfortable, there was irritation, and a feeling in their lower area. The caller also stated the patient was comfortable later in the call which is conflicting information. The stimulation was noted to be on. The caller was redirected to the patient¿s healthcare provider to discuss symptoms and utis. The patient noted their physician¿s assistant had not told them what program to change to. It was noted that the utis were confirmed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who stated therapy is not working right for a while now, since (B)(6) 2018. Patient stated as soon as she opens her eyes and puts her feet on the floor the urine pours out, and she is up all night going to the bathroom. Patient stated she had a uti so bad that she had to go to the hospital, date unknown, about a month ago, and patient stated she had to have 14 infusions with antibiotics. Patient stated she has constant uti's and thinks she has another one now. Patient has had fallen 12 times since she moved to (B)(6) in (B)(6) of 2019. The patient saw her doctor a few months back and had her ins checked and stated it was fine. Patient has tried program 3 and program 2 but she is not getting any therapy benefit. Syncing with the programmer showed stim was on, and patient had changed programs two and a half weeks ago. Patient was redirected to follow up with their doctor regarding her symptoms and programming. No further complications were reported.